Event description:
It was reported that during a ptca procedure, the polymer coating came off the wire. Upon removal of the wire it was noted that some of the polymer coating had come off and remained in the patient. No attempt was made at retrieval. Patient status is listed as "okay".